Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 28mm synergy xd drug-eluting stent was advanced with a 2.5mm non-boston scientific (bsc) balloon catheter. However, during the procedure, there was resistance within the 6f non-bsc guide catheter. The stent was pulled outside patient, and it was noticed that the distal stent part was lifted. The procedure was completed with another of the same device. There were no patient injuries reported.